Event description:
Case description: investigation result: name: novofine® 32g etw tip 0.23/0.25*6mm, batch number: 21co4y the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. No conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: imdrf coded updated investigation result updated. Final manufacturer's comment: 12-sep-2023: the suspected device novofine 32g 6 mm needle has not been returned to novo nordisk for evaluation. The reported batch number is not valid. No batch trend analysis or reference sample analysis performed. Relevant information on injection administration training and needle re-usage and any damage of needle prior to usage is unavailable for complete assessment. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needle and the resultant needle injury. Reporter comment: the novofine reported was the first time it has been used and has been discarded by the patient. H3 continued: evaluation summary name: novofine® 32g etw tip 0.23/0.25*6mm, batch number: 21co4y the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. No conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Patient felt very painful at the injection site [injection site pain]. Bleeding occurred at the injection site [injection site haemorrhage]. Tissue damage at the injection site [injection site injury]. The needle had a barb [needle issue]. Case description: this serious spontaneous case received via regulatory authority national medical products administration(nmpa) from china was reported by a health care professional nos as "patient felt very painful at the injection site(injection site pain)" beginning on (B)(6) 2023, "bleeding occurred at the injection site(injection site bleeding)" beginning on (B)(6) 2023, "tissue damage at the injection site(injection site injury)" beginning on (B)(6) 2023, "the needle had a barb(needle point burr)" beginning on (B)(6) 2023, and concerned a 58 years old male patient who was treated with novofine 32g 6 mm (needle) from (B)(6) 2023 for "diabetes mellitus", current condition: diabetes mellitus (type and duration not reported). Dosage regimens: novofine 32g 6 mm: (B)(6) 2023 to not reported; current condition: diabetes mellitus (type and duration not reported). Concomitant products included - insulin. At around 7 a.m. On (B)(6) 2023, the patient was preparing to inject himself with insulin. The needle was new. After the injection, the patient felt very painful that day, even bled after removing the needle and also had tissue damage. After carefully checking the needle, it was found that the needle had a barb, and the management doctor was immediately notified. Batch numbers: novofine 32g 6 mm: 21co4y. The reported batch number of the novofine 32g 6 mm was invalid. Action taken to novofine 32g 6 mm was not reported. The outcome for the event "patient felt very painful at the injection site (injection site pain)" was not reported. The outcome for the event "bleeding occurred at the injection site (injection site bleeding)" was not reported. The outcome for the event "tissue damage at the injection site (injection site injury)" was not reported. The outcome for the event "the needle had a barb (needle point burr)" was not reported. No further information available. References included: reference type: e2b authority number, reference ID#: (B)(4), reference notes: nmpa (national medical products administration), chn. Preliminary manufacturer's comment: 26-jul-2023: the suspected device novofine 32g 6 mm needle has not been returned to novo nordisk for evaluation. No conclusion reached yet. Reporter comment: the novofine reported was the first time it has been used and has been discarded by the patient. No samples have been returned. Due to the patient not returning to the hospital, the outcome and the causal relationship cannot be determined. Other information cannot be obtained.